Manufacturer narrative:
Manufacturer's report date 03/20/98. The pump was received and visually and functionally tested. The inspection seal was broken. The manufacturer verified the air in line threshold was set at 500 microliters when received. No administration set was returned. Extensive bubble testing was performed at several different ail threshold settings and different size bubbles were injected. The instrument detected and alarmed properly. No fault was found with the ail function of the instrument. Co is unable to duplicated the reported complaint. Exact cause of the reported failure is unkown and cannot be determined as the original set up was not returned.